Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) review showed the order was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the aspiration failed during a cataract procedure. The product was replaced and the procedure was completed. No harm to the patient was reported. The product sample was retained. Additional information was requested; however, none has been received to date.